Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found tamper seals were removed, and the pump was observed to be in good physical condition. The device?s event history log was reviewed for evidence of the reported event, ?high pressure? And ?power down? Messages were found in the log. To conduct functional testing two ?aa? Batteries were inserted into the device to power up and observe the issue. Upon review, ?double beeping? Was duplicated, and lcd screen was scratched. The downstream sensor and lcd lens were replaced. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.

Event description:
It was reported that during a returned order service test, the device was beeping constantly and the lens was damaged. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.